Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up during the incoming visual/functional check. Further analysis found corrosion and contamination on the printed circuit board assembly, this was the cause of the monitor not being able to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the remote monitor was not receiving power, even with a new power cord. The monitor had successfully transmitted previously. The monitor was replaced. No patient complications have been reported as a result of this event.